Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death, stomach perforation, abscess, infection, and vomit are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause of these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of stomach perforation as follows: device caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and pouch dilatation can occur." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Reported as: a tear in the stomach occurred during the procedure to place the lagb system. The doctor sutured the tear and checked for any leaks in the stomach. None were seen. The pt had been vomiting and presented to the hospital days later. During a second operation, an abscess was observed and treatment was given. Six days later, the pt died due to sepsis. The doctor said that there was no malfunction of the lagb system.